Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the compressor was not performing properly. To fix the issue, the fse replaced the scroll compressor (0119-00-0236). The fse completed a preventive maintenance (pm) with full calibration, functional and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) alarmed the message, ¿iabp may require maintenance. Iabp internal self-checks have detected a compressor condition that requires service.¿ the customer stated the alarm had appeared the shift prior and they were not able to acquire an additional pump to transfer the therapy. She also stated the pump was operating as expected and the attending cardiologist was aware of the issue. No patient harm, serious injury, or adverse event was reported.